Event description:
It was reported that a catheter dye study (cds) on the date of the report showed a fracture/break in the distal spinal segment of the lead. The patient had not been receiving drug therapy for an unspecified amount of time. The catheter was replaced and the issue was resolved. There were no patient symptoms, and the patient status at the time of the report was alive- no injury. Programming questions were discussed. The patient was receiving effective therapy and was discharged from hospital. They were doing well and there were no further concerns. The pump system was being used to infuse dilaudid.

Manufacturer narrative:
Product ID 8703w, lot# j0056628r, implanted: 2001 (B)(6), explanted: 2014 (B)(6); product type catheter. (B)(4). Analysis found the catheter body was broken. The most distal end of the catheter segment had a jagged look to it, along with an oval shape when viewed in cross-section. This indicated the catheter was compressed at this area and most likely broke at this point.